Event description:
I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Fatigue; unable to lose weight; excessive bleeding; irregular periods; severe cramping; severe back pain; night sweats; excessive bloating; dental problems; acne; headaches; dizziness; blood clots; spotting; spotting after intercourse; excessive bleeding after intercourse. I have been seen by 2 doctors. The device is still inside of me. The device was not returned to the manufacturer. The device is in my possession. (B)(4).

Event description:
(B)(4). Hysterectomy was necessary to remove the devices. Oral contraceptives and iud were unable to control the bleeding. I have suffered multiple broken teeth even though my dental reports are generally good. I had to go on antidepressants to combat the depression from my symptoms from essure. I still struggle with some symptoms, such as immune problems. When I get a scratch, it takes weeks to heal, and I still struggle with weight loss.